Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation has been completed.

Event description:
Spacelabs received a report that on (B)(6) all displays at the telemetry central monitor went blank during use. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs technical support assisted the customer remotely during the event. Power cycling the xhibit resolved the condition on three of the four monitors. The fourth monitor was replaced by the field service engineer with a spare monitor, however findings for the fourth monitor showed no evidence of device malfunction. The fourth monitor was set at the wrong video input. This report is considered complete and this matter closed.